Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer had been running high, in the 600's and treated with the pump. The customer stated they received a calibration not accepted followed by change sensor, they removed the sensor and inserted additional 4 sensors and they all bled. They stated they were not using a sensor because they were out. No further information regarding the high blood glucose reading reported. The insulin pump will not be returned for analysis.